Event description:
A device report from (B)(6) provides information from a facility in (B)(6) regarding a retractor. The ball at the end of the shaft broke off and became stuck in the applicator knob. The ball was able to be removed without difficulty.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. An internal investigation was conducted at synthes EU. The review of the complained instrument has shown that the ball at the end of the shaft is broken off. It may be that high mechanical overloading led to this final breakage. Further investigation will be conducted. Placeholder.